Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 and would not pump. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the system error 3 alarm is confirmed. Upon return, a burnt motor driver connector and cable connector was confirmed. Discoloration consistent with burn damage was noted on the motor driver connector and on the motor driver cable. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A CAPA investigation determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable. Other remarks: the field service engineer (fse) serviced the iabp and could not duplicate a system error 3 alarm after 2 hours of running. Fse performed fcn #9 on pump. Ran unit for 1.5 hours, with no problems found.

Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) serviced the iabp and could not duplicate a system error 3 alarm after 2 hours of running. Fse performed fcn #9 on pump. Ran unit for 1.5 hours, with no problems found.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 and would not pump. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.